Event description:
The patient was not getting therapeutic effect and had no stimulation sensation. X-ray confirmed that the lead dislodged. The patient underwent surgery to replace the lead. During surgery, the replacement lead had impedance readings greater than 4,000 ohms. The lead was removed and inserted several times and the issue did not resolve. Eventually, a new lead and ipg were implanted. No surgical complications were reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.